Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review: post-op x-ray and delayed post-op x-rays provided for c5-6 acdf (anterior cervical discectomy and fusion) showed subsidence of the graft at the specimen level. This was a peek interbody graft, size unknown. Initial hardware placement appeared appropriate, contributing factors might include removal of the bony cortical endplate during disc space preparation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical decompression and fusion at c5/6 due to cervical disc herniation. Post -op, the patient suffered with pain in the left shoulder blades. Loss of lordosis, cage sinking, and displacement of plates were observed about 2 weeks after the operation. The event also caused change in the alignment which led to scapular bone pain.